Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information - b5 and h6 (e0205 - code added). H11: correction - b3 and h3.

Event description:
Additional information: on (B)(6) 2024, the patient expressed having had suicidal thoughts.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to the mid abdomen and low abdomen using the cooladvantage coolcurve applicator and cooladvantage petite applicator. The patient developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b7 g1 h10. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 1/10/2024.

Event description:
Ph is confirmed for the lower abdominal area.